Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 7/13/2017 h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope's auxiliary washing channel was obstructed by a foreign body. The foreign body was reported to be pipe cleaners that were used to clean the instrument. The issue occurred during reprocessing. There were no reports of patient involvement.